Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the patient reported severe chest pain, which was followed by bradycardia and a decreased level of consciousness (loc). Pulse was not palpable. External cardiac massage was performed. Echocardiography revealed a pericardial effusion. Pericardiocentesis yielded an unspecified volume of fluid. Patient¿s level of consciousness was restored. Patient was transferred to a different facility. There is no information about the hospitalization. Physician did not provide a causality opinion. There were no issues, errors, or malfunctions reported on any biosense webster, inc. Products or equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on july 30, 2018 on the event. The patient was (B)(6)-year-old. Patient outcome is improved. Transseptal puncture was not performed. There¿s no information regarding the sheath used during the case. The generator was in power control mode. The overall ablation time and last ablation cycle time at the site of injury as well as the irrigation flow settings are unknown. The patient received anticoagulant during the case. The activated clotting time (act) is also unknown. Manufacturer's reference number: (B)(4).